Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited noise. The noise was able to be reproduced with provocative testing. No intervention or patient symptoms were reported.